Event description:
A report was received from the USA stating that an 840 ventilator experienced a malfunction. There was no pt involvement.

Manufacturer narrative:
A covidien customer support engineer (cse) found a cracked oxygen sensor at the base. The cse replaced the oxygen sensor, which resolved the customer reported issue. The ventilator then passed all tests and calibrations per service manual. (B)(4). Studies performed on a worst was condition with a crack of 90% cross-section have been shown to have no effect on performance. Previously, conflicting info may have been provided to puritan bennett 840 (pb840) customers concerning the operational life of the oxygen sensor in a labeling addendum for the pb840. The pb840 (operator's manual states the sensor has a nominal life of one year from the date of manufacture while a pb840 addendum incorrectly stated to replace the sensor every (2) years. The nominal life of the o2 sensor is 1 year from date of manufacture. Covidien plan to update the literature was communicated to the FDA on 23 december, 2013.